Event description:
It was reported that the device was used during a laparoscopic sigmoidectomy. The device did not staple and the knife blade stayed exposed. The trigger does not return smoothly, but did return to its original position. When removing the device, it tore the anastomosis and they hand sewed. The case was completed with another device. There was no patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.